Manufacturer narrative:
Model: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: per the response from the health care provider, the valve was explanted due to a paravalvular leak and not due to a device malfunction. The indication for surgery was provided as "severe paravalvular aortic regurgitation." No patient history has been made available. The valve is not available for return and evaluation because it was discarded by the hospital. Conclusion: a paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient patient information provided to conclusively determine the root cause for the reported paravalvular leak.

Event description:
A response and an operative report were received from the health care provider indicating the 19mm valve was explanted and replaced with a 21mm valve (same model) due to a paravalvular leak and not due to a device malfunction. Per operative report, the patient underwent aortic valve replacement one year ago. At that time, her valve was found to be rheumatoid in origin and was unusual looking. She developed a small paravalvular leak which created increased, severe regurgitation and required reoperation. A transverse aortotomy incision was placed and was extended into the non-coronary cusp of the aortic valve. The valve had dehisced near the region of the commissure between the non-coronary cusp and left coronary cusp. The valve was excised and debrided following which the excess fibrous tissue was resected with sharp dissection. The valve was sized and then re-replaced with a 21mm perimount bioprosthesis anchoring the valve into placed with interrupted 2/0 tycron sutures. The valve seated satisfactorily following which the patient was rewarmed. Intra-operative echo showed no paravalvular issues. The valve seated normally and the gradient was acceptable. The heart was decannulated. Protamine was administered to counteract the effects of heparin.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a "conventional" customer complaint. The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 10 months 18 days (10.60 months) and replaced with a larger size of the same model device due to unknown reasons.